Manufacturer narrative:
The device is undergoing an evaluation but has not yet been completed.

Event description:
Mechanical failure of probe steering mechanism.

Manufacturer narrative:
This supplemental report is being re-submitted per FDA's request as the original supplemental MDR (MFR#3009498591-2016-00065) submitted in 2016 did not go through correctly. Correction: correct the brand name of (see section e1,e2,e3), update the manufacturer's contact information (see section g1), correct the date received by manufacturer (see section g4), provide the PMA/510(k) information (see section g5), update device evaluated by manufacturer (see section h3), provide the event problem and evaluation codes (see section h6), additional event information: manufacturer narrative (see section h10). The device referenced in this report was not returned to siemens for analysis; therefore, evaluation of the device could not be performed.

Event description:
This is a supplemental report which is being re-submitted per FDA's request as the original supplemental MDR (MFR#3009498591-2016-00065) submitted in 2016 did not go through correctly. Additional information was received and it was reported that prior to start of a transesophageal echocardiography (tee) study, the patient was provided sedation. At the conclusion of the study, when the physician was attempting to adjust the probe tip position, the knob broke into five pieces in the physician's hand. The physician was able to remove the transducer from the patient without any problem. There was no patient injury reported. No additional information was provided.

Manufacturer narrative:
This supplemental report is being submitted to update the device available for evaluation (see d10), update the follow-up type (see h2), update the device evaluated by manufacturer (see section h3), update the event problem and evaluation codes (see h6), and provide the investigation results. Investigation: during investigation of the device, a broken/cracked knob was found. The most probable cause can be an issue during the cable assembly manufacturing process. A supplier corrective action was initiated.